Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/05/2014 with the following findings: visual inspection revealed that the keypad cover was torn over the up arrow button. Evaluation revealed that the ok keypad button was over-responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. Also, all of the key contacts were found to be inverted.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that multiple buttons on the keypad were under responsive and the keypad was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.